Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, the knife stopped halfway and the staple did not form properly. The surgeon applied another device to resect the staple lines. The patient's status is satisfactory.